Manufacturer narrative:
There was no contact phone number or complete address provided. As of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 3 of 4 for the same event: it was reported from (B)(6) that during an unspecified surgical procedure, it was observed that the small battery drive device ceased its movement because four battery devices were not capable of being used with the device. According to the reporter, there was no allegation of malfunction against the small battery drive device. There were no delays to the planned surgical procedure. There was patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of this event was unknown. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.